Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's implantable cardioverter defibrillator (ICD) exhibited noise which was noted on all channels. Boston scientific technical services (ts) then discussed events and explained that it appears to be electromagnetic interference (electromagnetic interference (emi). Further, the ICD was explanted. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that the implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported. Boston scientific received information that the patient's implantable cardioverter defibrillator (ICD) exhibited noise which was noted on all channels. Boston scientific technical services (ts) then discussed events and explained that it appears to be electromagnetic interference (electromagnetic interference (emi). Further, the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This supplemental report is being filed due to device evaluation. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the device was not confirmed. The device was tested and was found to have no noise present on any channels. Review of device data found no anomalies or faults of concern.

Event description:
Additional information was received indicating that the implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported. Boston scientific received information that the patient's implantable cardioverter defibrillator (ICD) exhibited noise which was noted on all channels. Boston scientific technical services (ts) then discussed events and explained that it appears to be electromagnetic interference (electromagnetic interference (emi). Further, the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.